Event description:
It was reported that the insulin pump was broken during baseball game. The blood glucose reading is 191 mg/dl. The drive support cap was sticking out, but he pushed it back in. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. Scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.